Manufacturer narrative:
(B)(4). The reported patient effect of ischemia is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2016, the patient experienced silent ischemia. On (B)(6) 2017, the patient was hospitalized and on (B)(6) 2017, percutaneous coronary intervention was performed in the distal right coronary artery. The condition resolved and on (B)(6) 2017 the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient presented with unstable angina. Following pre-dilatation, a 3.5x18mm xience xpedition stent was successfully implanted in the 90% stenosed distal right coronary artery (rca), 90% stenosed lesion. On (B)(6) 2013, it was discovered the patient was non-complaint with dual anti-platelet therapy (dapt) medications. On (B)(6) 2016, the patient discontinued clopidogrel due a thumb carpometacarpal arthritis surgical operation. On (B)(6) 2016, per coronary angiography, 75% restenosis in the 3.5x18mm xience xpedition stent was observed. The patients medications were adjusted. On (B)(6) 2016, the patient was hospitalized for an unspecified percutaneous intervention (pci). Elevated liver enzymes were noted and liver disease is suspected. The pci was postponed and the patients medications were adjusted. On (B)(6) 2016, the patient was discharged from the hospital. Per physician, the stenosis may be related to the implanted stent. There was no additional information provided regarding this device issue.